Manufacturer narrative:
Product complaint # (B)(4) additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. How many drains were used during surgery that had an issue? Unk. Were they replaced during the same surgery? Unk. Were 3 reservoirs used during surgery, if not-how many? Unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information the black dot was aligned with the patient's epidermis and the drain was fixed. Additional information has been requested and received. Attempts to obtain the device have been made what is the lot number of each damaged reservoir? Unk please perform and document the follow up attempt for product return. The device has been received at sukagawa and will be shipped. Please check rmao. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. How many drains were used during surgery that had an issue? Were they replaced during the same surgery? Were 3 reservoirs used during surgery, if not-how many? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown ent (eyes, nose, and throat) surgery/ an unknown head and neck surgery on (B)(6) 2025 and a reservoir was used. It was difficult to apply the negative pressure because the reservoir had been swelled over time during surgery after uses on the patient. The reservoir completely had swelled with only air about three times in a day after surgery, so the negative pressure had to be reapplied. The same product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.